Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# (B)(4), product type:programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving bupivacaine (2.5 mg/ml at 0.4692 mg/day) and dilaudid (5.0 mg/ml at 0.9384 mg/day) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient's pump died in (B)(6) 2015. They didn't know what was happening and the patient ended up in the hospital. The pump was interrogated and it was confirmed that the battery had expired. The reporter had the telemetry strip from (B)(6) 2015 stating terminal event occurred, eri (elective replacement indicator) occurred, and eos (end of service) occurred. The patient had a bad night with his arms and legs flailing. He fell 5 times, cracked his head, got a concussion, and needed stitches. The patient didn't hear any alarms, but the reporter thought she heard something, but couldn't figure out what it was (the fridge alarm, dogs barking, etc.). The patient was following up with a new pain management physician on (B)(6) 2015. The reporter wanted to know if when they replaced the pump if they did anything with the spine. The actions/interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.